Event description:
MFR received a report from the dealer that the consumer was sitting in the chair, and pushed the joystick forward. The chair allegedly "jumped" forward and the consumer's leg got stuck between the chair and the door. As a result of the incident, the consumer sustained a broken leg.